Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device change out. It was noted that the right ventricular lead exhibited low impedance. The physician decided not to make changes to the lead and remained implanted. The patient was in good condition post procedure.